Event description:
The patient presented to the emergency room after not feeling well. The device was unable to be interrogated and the physician suspected the device to be in back-up operations due to the pacing on ECG. The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported events of pacemaker found in back-up mode, and inability to interrogate were confirmed. The reported event of therapy delivered to incorrect body area can not be confirmed because the battery was at or below eri level. The device was received with no telemetry communication. Analysis of the output found device was in backup operation mode. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing and the battery was found at elective replacement levels. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.